Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a rotawire fracture occurred. The 90% stenosed target lesson was located in the severely tortuous and severely calcified right coronary artery. The lesion was 3.5mm x 4mm in diameter and 80 mm long. A 1.5mm rotalink plus and rotawire were selected for use. The rotawire crossed the mid rca and ablation was performed with rotaburr. When trying to pass the curve of the proximal rca with the burr for the 1st through the 4th attempt, the rotational speed decreased 4000 rpm. The burr crossed the lesion on the 5th (and final) attempt with a 6000 rpm rotational speed decrease. The rotational speed of each ablation was 220,000 rpm. Each ablation lasted about 10 seconds. Ablation was performed by the rotational burr being moved forward and backward all the times without staying one place. The rotaburr did not come into contact with the spring tip of the rotawire. The burr was removed from the patient and an unspecified microcatheter was advanced along the rotawire to remove the rotawire. During removal of the rotawire, the distal radiopaque part of the wire was not pulled proximally so the physician noted that the wire was fractured. It was believed that the wire became separated when the lesion was ablated, however the reason and occurrence time for the fracture is unknown as there was no resistance felt when the fracture occurred, and there were no irregularities noted under angiography. The fractured wire was able to be retrieved using a snare. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a rotawire fracture occurred. The 90% stenosed target lesson was located in the severely tortuous and severely calcified right coronary artery. The lesion was 3.5mm x 4mm in diameter and 80 mm long. A 1.5mm rotalink plus and rotawire were selected for use. The rotawire crossed the mid rca and ablation was performed with rotaburr. When trying to pass the curve of the proximal rca with the burr for the 1st through the 4th attempt, the rotational speed decreased 4000 rpm. The burr crossed the lesion on the 5th (and final) attempt with a 6000 rpm rotational speed decrease. The rotational speed of each ablation was 220,000 rpm. Each ablation lasted about 10 seconds. Ablation was performed by the rotational burr being moved forward and backward all the times without staying one place. The rotaburr did not come into contact with the spring tip of the rotawire. The burr was removed from the patient and an unspecified microcatheter was advanced along the rotawire to remove the rotawire. During removal of the rotawire, the distal radiopaque part of the wire was not pulled proximally so the physician noted that the wire was fractured. It was believed that the wire became separated when the lesion was ablated, however the reason and occurrence time for the fracture is unknown as there was no resistance felt when the fracture occurred, and there were no irregularities noted under angiography. The fractured wire was able to be retrieved using a snare. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by manufacturer: the device was returned for analysis. Analysis of returned product revealed that the wire is fractured at its distal section. It also presents its distal tip kinked. Based on the information provided and the evidence observed during the analysis of the device the reported event was caused more likely because of the misuse of the device. As indicated by the customer, the rotational speed used was higher than the ones recommended by the dfu (as per dfu: "ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes."). The fractured section shows evidence of rotational wear which could be an indication that the device was exposed to excessive forces that could have caused the breakage, this and also considering that the conditions on which the device was used could have induced high forces that contributed to the event (kink on distal end could be evidence of complicated anatomy).

Manufacturer narrative:
Age at time of event: 18 years or older. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 11:15 am CT.the report number is being corrected from: 2134265-2018-64278 to: 2134265-2018-62671.